Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that for approx the past year, the pt experienced her stimulation spontaneously turning on and off. The pattern was very inconsistent. Troubleshooting took place multiple times, but the cause could not be identified. However, impedances were sometimes low at <50 ohms on electrodes 4 and 5. The neurostimulator model 37702 was replaced due to battery depletion. The extension was also replaced, but the inconsistent stimulation continued. The octad lead was then replaced and stimulation and impedances were normal. The pt incurred no injury and was fine. Refer to MFR report # 3007566237201106136 for report on the previous neurostimulator model 37702.